Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. The most probable cause of the complaint could not be established. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had air leakage from main body. There were no reports of patient involvement.